Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was pulled back all the way to the superior vena cava. Additional information obtained from the field which indicated that the dislodgement was determined by fluoroscopy and x-ray, after seeing no capture. The lead was repositioned. No additional adverse patient effects were reported.